Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned in bubble wrap with no packaging materials. The device appeared to be contaminated/used. No packaging materials were returned. The customer was contacted for return of the package, but it had already been discarded. The customer supplied photos of the tyvek lid. No conclusion could be reached about the issue because the photos were of inadequate quality to determine if a break in sterility was present. The complaint issue could not be verified. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the surgeon found that the pouch was broken before used on patient. Changed to another one to complete the procedure. No patient involved.